Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 years, 8 months. The device remains in use supporting the patient. The instructions for use lists hemolysis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No additional information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient was seen at the vad clinic on (B)(6) 2015, laboratory results showed a lactate dehydrogenase level of 1000u/l and a plasma free hemoglobin level of 38g/l. The patient also reportedly had amber urine. The patient was admitted for a heparin infusion to treat hemolysis. Upon admission, the inr was therapeutic at 2.4. The patient was subsequently discharged on an unspecified date with normal, baseline hemolytic markers.